Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via a company representative on 2016-nov-02. It was reported that during the "lock up," the pump could be emptied but could not be filled. The cause of the lock up was unknown. The patient stated that the hcp contacted the manufacturer for assistance, but the representative noted that no record of this contact exists. The patient was unable to replace the defective pump for a year because he no longer had insurance. At the time of the event, the patient experienced a loss of therapy, and was treated with oral medications. After pump replacement, it was noted the patient was receiving effective therapy and getting great pain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. On (B)(6) 2016 the pump was replaced as the healthcare professional (hcp) had not refilled the pump for over a year due to the pump locking up once. No patient symptoms were reported. It was noted that the patient had possession of the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that (B)(6) 2015 was the date of the refill appointment when the pump locked up and was unable to be filled. The patient was currently receiving a dose of 15,018mcg/day at concentration of 30,000mcg/ml of bupivacaine via an implantable infusion pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.